Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl; cause was not known. Bolus via the pump was delivered to address bg. During the night, customer's non-tandem infusion set fell off. Customer's bg was 700 mg/dl. Customer was admitted to the hospital. Fluids and intravenous insulin were administered. Elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Pump supplies were changed and pump therapy was resumed.